Event description:
Approximately two weeks ago, the pt caught the battery pack on the back of a chair when she tried to stand up; it was hooked on the chair. Since the incident, the device has not worked and the patient had a loss of stimulation. No outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.